Manufacturer narrative:
(B)(6). (B)(4). Product analysis: optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the threads with additional damage (gouged) noted along the upper flank of the thread. This is consistent with misalignment of the set screw during construct assembly.

Event description:
It was reported that patient underwent transforaminal lumbar interbody fusion due to lumbar canal stenosis at l5-s1 on (B)(6) 2016. Intra-op, when a surgeon tried to place a set screw it was difficult to insert in, so it took time more than usual. The surgeon changed the set screws with new ones and it were placed without any troubles. The event happened at left s1. The surgical time was extended for 16-30 mins. No fragments remaining in the patient. No patient complications were reported.